Manufacturer narrative:
Date of event is estimated. Additional information is unable to be obtained as the initial reporter elected not to be identified. The device is included in the neuromodulation implantable pulse generator (ipg) proclaim¿ scs family, proclaim¿ drg therapy and infinity¿ dbs systems surgery mode advisory notice issued by abbott on 02 april 2026. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Medwatch report (mw5188700) was received reporting that the patient¿s ipg does not connect/turn on following an unrelated procedure. Reportedly, the ipg was turned off prior to the procedure. It is unknown if the ipg was set into surgery mode. No additional information is available regarding further intervention. Initial reporter elected not to be identified.